Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08740 inches. No delivery anomalies or unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty in breathing. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that insulin pump had insulin flow blocked alarm. Customer reported that in high pressure test there were no alarms when it was performed. The insulin pump will be returned for analysis.